Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "viral infection," deemed not related to the device, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the lips with 0.5 ml of juvéderm® volbella¿ xc. The patient was pre-treated with emla and clinisept. Two months later, the patient had a non-device related "viral infection.¿ the patient¿s lips began to ¿swell¿ and experienced ¿delayed onset nodules¿ and ¿hard lumps in all quadrants.¿ antihistamines, ice pack, and 2 courses of antibiotics were recommended, along with 3 treatments of ultrasounds. The event is ongoing.